Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported remotely via merlin.net. Upon investigation, it was found the right ventricular (rv) lead exhibited lead noise that resulted in non-sustained rv oversensing episodes, a jump in lead impedance, and a drop in sensing. No intervention was performed. The patient was asymptomatic.

Event description:
Additional information received noted that the patient was admitted to the hospital on (B)(6) 2020, and a floor check was requested by the electrophysiologist on call. At interrogation, it was apparent that the patient received 3 inappropriate shocks over the past two days due to right ventricular (rv) lead noise. Further investigation noted high capture threshold as well. Two episodes of right ventricular lead noise reversion was also noted on (B)(6) 12. It was concluded that the patient's rv lead was experiencing damage and/or a fracture. The electrophysician instructed to turn off high voltage therapies to prevent more inappropriate shocks. The patient was stable.